Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the mentioned device broke (cable) in the middle of the procedure." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the at the distal end. The conductor wire was broken within the insulation, likely causing the insulation to retract into the main tube. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Additional observation(s) not reported: the instrument was found to have the main tube broken. A piece measuring proximately 0.175 x 0.340 was not returned with the instrument. .

Event description:
It was reported that during a da vinci-assisted (B)(6) repair surgical procedure, a broken cable was identified on the fenestrated bipolar forceps instrument.